Event description:
It was reported that a sterile part was implanted and was expired by 2 days. This was identified intra-operatively and it was removed and new implant put in. It was confirmed that the blade was found expired by a nurse after it was implant. Patient was still on table when it was discovered. Surgical delay was less than 2 minutes. Patient status is fine and procedure was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the complaint condition is confirmed as the device would have been expired on the reported procedure date of march 2nd, 2015. The sterile pouch, carton, and shrink wrap were received having been opened and the part number, lot number, and expiration date are clearly visible and undamaged on both the sterile pouch and carton. The expiration date is marked as ¿02/2015.¿ the labeling and packaging was found to be sufficient for intended use and no discrepancies were noted. While the root cause cannot be definitively determined, the most probable cause is the method of use/handling as the date was likely inadvertently missed prior to use. The labeling and packaging presentation form found to be sufficient for intended use and no discrepancies were noted. This implant is intended for use with cannulated retrograde/antegrade femoral nails and titanium cannulated hindfoot arthrodesis nails. It is available nonsterile or sterile-packed. This information is provided per technique guide j5513-d and technique guide j7028-d. The labeling and packaging presentation form for part number 04.013.049s at the time of manufacture, rev. B, was found to be sufficient for intended use and no discrepancies were noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Expiration date: reported as february 2015. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. DHR 04.013.049s ti spiral blade 85mm - sterile, for ti retrograde femoral nails lot 5167710 synthes assembled the ti spiral blade 85mm, part #04.013.049s, and lot #5167710 on wo #(B)(4)for (B)(4) pieces started on march 7, 2006. Initially, the part conformed to the supplier¿s certificate of conformance, dated march 6, 2006, and synthes final inspection sheet #04_fi013040, revision ¿b¿. The parts were packaged, labeled, sterilized and released to the warehouse on april 10, 2006, with expiration date february 2015. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.